Manufacturer narrative:
Product will not be available for evaluation by manufacturer. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: after intubation, there was a leak noise and a ventilator alarm. The nurse tried to inflate the cuff again, but it was impossible. The device was removed and the patient was immediately intubated again successfully. No injuries reported.